Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure for permanent implantation of an algostim spinal cord stimulation (scs) system, an epidural abscess occurred. Five weeks prior to the trial algostim scs implantation procedure, the patient had undergone a left below the knee amputation due to osteomyelitis of the left foot and ankle. The patient was treated with antibiotics and was "cleared" by infectious disease to have the trial implantation. The patient had an "excellent trial" outcome. During the trial phase, the patient was treated prophylactically with oral antibiotics and had a dressing change three days post implantation. The trial leads were explanted from the patient five days post implant. One week after the trial leads has been explanted, the patient was scheduled for implantation of a permanent algostim scs system. The three leads used for the permanent algostim scs implantation were: algostim 8-electrode percutaneous lead kit (octapolar), model number 1081-75, lot number w3362186; 8-electrode percutaneous lead kit (octapolar) model number 1081-75, lot number w3362186; and 8-electrode percutaneous lead kit (octapolar) model number 1084-60, lot number w3357164. The 1084-60 lead was placed first without incident. The second lead placed was one of the two 1081-75 leads, and this was placed without incident. When the third touhy needle was inserted in the epidural space, pus draining from the needle was noted. The decision was made to remove all leads and abandon the procedure. The patient was admitted to the hospital and sent for imaging studies to rule out an epidural abscess. MRI imaging determined that the abscess was present from t12 thru l1. The patient also had cultures with sensitivities performed. No results are available at the time of this reporting. The physician is unable to determine if the abscess was due to seeding from ongoing issues related to the patient's prior infection or if it was the result of the trial implantation of the algostim scs system. The patient was treated initially with broad spectrum antibiotics and then changed to more targeted antibiotic therapy. The patient status is stable, and on IV antibiotics.

Manufacturer narrative:
Description event updated. Relevant tests/laboratory data including dates- culture result updated. Common device name "gzb" corrected to "lgw." Report sent to FDA "no" corrected to leaving section blanked. Manufacturer name/address "(B)(4)" corrected to leaving section blanked. Contact information updated. (B)(4). The trial leads were not returned for analysis as there were no issues noted during removal. The infection was only discovered after an attempt to place the permanent leads. The permanent procedure was then cancelled as a result. The returned permanent leads were intact and without damage. A device history review (DHR) was performed for the discarded trial leads and returned permanent leads, which did not reveal any abnormalities. Root cause was undetermined since product met specification and complaint was unconfirmed. Abscess was not product related and a potential source from known inherit risk related to the procedure or patient conditions.

Event description:
It was reported that during the procedure of the permanent implementation of the algostim spinal cord stimulation (scs) system, an epidural abscess occurred. Five weeks prior to the trial algostim scs implementation procedure, the patient had undergone a left below the knee amputation due to osteomyelitis of the left foot and ankle. The patient was treated with antibiotics and was "cleared" by infectious disease to have the trial implantation. The patient had an "excellent trial" outcome. During the trial phase, the patient was treated prophylactically with oral antibiotics and had a dressing change three days post implantation. The trial leads were explanted five days post implant. A week after the trial leads were explanted, patient proceeded with the permanent implant. The first lead 1084-60 was placed without incident. While placement of the tuohy needle 1081-75 lot number w3362186 into the epidural space, the physician noticed puss draining from the needle. A decision was then made to remove all leads and the permanent implant was abandoned. The physician was unable to determine if the abscess was due to seeding from ongoing issues related to the patient's prior infection or if it was the result of the trial implementation of the algostim scs system. The patient was treated initially with broad spectrum and antibiotics and then changed to more targeted antibiotic therapy. The patient status is stable and on IV antibiotics.